Event description:
It was reported that the right ventricular (rv) lead pacing impedance has been varying and there has been a decrease in r wave sensing. The lead is also exhibiting an increase in capture threshold. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Analysis of the device memory also indicated an r-wave amplitude measurement issue. The analyst noted: sensing integrity count is 30; sensing has diminished from 10mv to 1mv; lead impedance is high and varying; unable to verify capture threshold rise as no capture management present.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.